Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches,"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, psychological trauma, fatigue, weight increased, hormone level abnormal, headache, nausea, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received. Case upgraded to serious incident. Reporters information were added. Lot no. Were added. Event:abnormal bleeding (vaginal), vaginal pain were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain /chronic"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches,"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, psychological trauma, fatigue, weight increased, hormone level abnormal, headache, nausea, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result - bilateral occlusion. Batch no c18713 production date 2014-01-30 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.